Event description:
It was reported that 1 ll vlv adpt(stand alone) set from lot 20046540, and 1 set from lot 20115598 had flow issues/fluid blockage. The following information was provided by the initial reporter: "6 issues with the 2000e smartsite needle-free valve connectors, lot # 20115586. Error 1: the connector will not allow fluids to be pushed or pulled. Error 2: the connector decreases the flow of fluids."

Manufacturer narrative:
H6: investigation summary. One sample was received for quality investigation. The customer complaint of complete occlusion could not be verified by inspection. The customer complaint of slow flow rate could not be verified could not be verified by inspection. He customer complaint of complete occlusion could not be verified could not be verified by inspection. The samples provided were visually inspected and there were no visual defects/damages. The connector was then connected to an infusion set and primed. There were no leakages at the connection points and no occlusions. A simulated infusion was then conducted at 125 ml/hr. There was no indication of occlusion by the adapter. A device history record review for model 2000e lot number 20115598 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be established because the component failure could not be verified h3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20046540, medical device expiration date: 2023-04-20, device manufacture date: 2020-04-20. Medical device lot #: 20115598, medical device expiration date: 2023-11-05, device manufacture date: 2020-11-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 ll vlv adpt(stand alone) set from lot 20046540, and 1 set from lot 20115598 had flow issues/fluid blockage. The following information was provided by the initial reporter: "6 issues with the 2000e smartsite needle-free valve connectors, lot # 20115586: error 1: the connector will not allow fluids to be pushed or pulled. Error 2: the connector decreases the flow of fluids."